Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor/seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette not locked properly. There was unknown patient involvement, no patient injury was reported. The device evaluation noted the downstream occlusion sensor to be the root cause.